Event description:
A report was received that the patient was experiencing a stabbing feeling at the lead site when the stimulation was on. The lead exhibited high impedances. The physician confirmed that the lead had migrated and replaced the lead and lead extension with a paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-25 (B)(4) model description:phase iii lead extension - 25 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.